Event description:
Reportedly, communication errors were encountered during an interrogation.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - analysis of available expertise files confirmed the reported behavior, as a communication error was observed during the interrogation on (B)(6) 2023. - the root-cause of the observed communication issue could not be determined with certainty. However, it could have resulted from external noise, incorrect positioning of the telemetry head or crosstalk with another device. - it should be noted that a crash of the programmer session was also observed on the same day. This issue resulted from a software malfunction during the reading of aida memories. Normal functioning was restored as the next interrogation.